Manufacturer narrative:
The company cartridge was not returned. Photos were provided. The optic was damaged. Three large, angled cracks were observed from the edge toward the center. The damage was on opposite sides of the optic. This damage may indicate a plunger override occurred. A company cartridge was shown from the nozzle entry area to the tip. There appears to be inadequate viscoelastic in the cartridge. The cartridge tip had heavy stress. The right lower side of the cartridge tip appeared to be damaged. It could not be determined if the damage was an aneurysm or a split from the photo. It was indicated that the cartridge was also used with the second lens which remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The company cartridge was not returned. The root cause may be related to a failure to follow the (instructions for use) IFU. It was indicated that the cartridge was re-used for the second lens. Company cartridges are single use device. Based on review of the provided photos, the lens and cartridge were damaged. There did not appear to be adequate viscoelastic in the cartridge. This could not be verified from the photo. Three large, angled cracks were observed from the edge toward the center of the optic. The damage was on opposite sides of the optic. This damage would indicate plunger override occurred. The cartridge tip had heavy stress and a possible aneurysm or split on the right side. This damage would indicated the lens//plunger were not in proper positions for advancement. It was indicated that the cartridge was also used with the second lens which remains implanted. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, the surgeon noticed some resistance at the time of implantation. The lens was discarded and used same cartridge to implant the second iol the lens was damaged by loading error. It is unknown if the cartridge caused the damage to the lens or loading error. In surgeon opinion the injector caused the damage. The lens was left in the patient eye. There was no patient impact. Additional information has been requested.